Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant while waiting on the regular list. No device issues were reported. Mlp-017195 was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable was not returned. The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to the hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-017195 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Additionally it was found during evaluation of the returned device revealed biodebris accumulation on the external side of an outflow graft crease. These findings are consistent with extrinsic outflow graft obstruction (eogo). It was also found during investigation that review of the lvad event log file revealed a software reset event on 09feb2026, which is indicative of a loss of power to the pump that would have resulted in a pump stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A, and the heartmate 3 lvas patient handbook rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a routine heart transplant while waiting on the regular list.